Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The reported issue was confirmed system cannot take x-rays. The investigation is going. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the frame grabber led was normal but the imaging system sometimes cannot take an x-ray. No patient was present at the time of the event.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The mvs cable interface was tested by using cable validator the bench test failed. The cable has an open connection. The pleora was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue could not be confirmed. They installed the pleora on a known functioning system. The system readied at each power cycle and both 2d and 3d imaging were successful while under the test. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the frame grabber led was normal but the imaging system sometimes cannot take an x-ray. No patient was present at the time of the event.

Manufacturer narrative:
Further review of the event indicated that the issue was resolved upon replacement of the interface cable and the pleora. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated troubleshooting involved taking an x-ray again.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The umbilical cord and the pleora were replaced but the issue is still occurring. The issue is still under investigation. The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation and is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the frame grabber led was normal but the imaging system sometimes cannot take an x-ray. No patient was present at the time of the event.